Manufacturer narrative:
No physical sample only a picture was returned for evaluation. Per visual evaluation, the photo confirmed that the balloon had a cuff roll on it and blood was also noted on the catheter. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ (B)(4). Photo sample received.

Event description:
It was reported that the catheter balloon was folding over on itself causing a ridge around the balloon; as a result, the catheter was difficult to remove and caused the patient pain and discomfort. The patient allegedly experienced self-limited bleeding.